Event description:
It was reported that intermittant occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer is using an off label insulin. Tandem technical support informed customer that using an off label insulin, is off label per the user guide. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose level was 200mg/dl- "high" although specific value was not provided. Elevated blood glucose levels were addressed by resuming insulin, doing a correction bolus via the pump, or doing a manual insulin injection and changing pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.